Event description:
It was reported to boston scientific corporation that an unknown bsc colonic stent was used during a colonic stent placement procedure in (B)(6) 2009 (exact date unknown). According to the complainant, the physician placed a colonic stent. Following attempted placement, the patient was diagnosed with a colonic perforation and underwent a colostomy placement. Following an attempted surgical attempt at a colostomy takedown four months later (exact date unknown) the patient developed an embolus resulting in a leg amputation. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.